Event description:
The customer reported issue was confirmed during evaluation.

Event description:
The customer reported the keypad has defective and faded buttons as highlighted on the returned item. The customer reported issue was confirmed during evaluation.